Event description:
Consumer reports high readings on pt's paradigm link meter when compared to a competitive meter. Analysis run on clark error grid using competitive reading (103) as ref point vs bd readings of 489 yielded data point in the c range of the grid, outside acceptable ranges.